Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact. Customer resolved the occlusion alarms but could not provide specific details and declined troubleshooting from tandem technical support. Although requested, no additional information was provided.